Event description:
It was reported that during a biopsy procedure the cannula would not close completely over the sample notch, resulting in an inability to cut and remove the tissue sample. No pt injury reported.

Manufacturer narrative:
The device history records were reviewed and it was confirmed that the lot met all release criteria. The complaint sample has not been returned to date, for eval.